Event description:
A customer was admitted to hospital with hyperglycemia. The customer had obtained values of over 300mg/dl the day before the hospitalization. On the morning of the incident pt had a reading of 298mg/dl. Two hours later the medical practitioner came and tested the customer using the customer's meter, a reading of 3.8mg/dl was obtained. The meter in use was not calibrated to the strip lot in use. The customer was then admitted to hospital where a reading of 630mg/dl was obtained on a laboratory analyzer. The customer was treated with an insulin injection. There were two precision meters cited by the customer and it is unknown which meter gave the readings.